Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a high blood glucose (bg) level of 450 mg/dl and high ketones; cause was unknown. A correction bolus was delivered via the pump to initially address bg. At the hospital, the customer received intravenous fluids of saline and insulin to treat bg, which resolved the issue. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. There was no injury reported, and healthcare professionals did not identify any permanent damage to the customer. The customer has not yet been released from the hospital; however, the customer declined follow-up to obtain the hospital release date.